Event description:
Patient was undergoing embolization procedure for avm, and a penumbra neuron 053 delivery catheter was being used for access. During the procedure, the physician noted the neuron catheter kinked while trying to deliver a microcatheter through it. The catheter was removed without incident and another neuron 053 catheter was successfully used to complete the case. No adverse effect on patient.

Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.